Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and was unable to prime as a result of a protruded/loose drive support disk. The device had cracked end cap, scratched screen, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, and cracked reservoir tube and lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.